Event description:
Clinical study. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the lmca was 95% stenosis and a 4.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.5 x 20 mm taxus stent. Residual stenosis was 0% following post-dilatation. A pinch developed in the ostial lcx which was treated with angioplasty. Residual stenosis was 20%. The pt had an intra-aortic balloon pump inserted for support and removed at the end of the procedure. The pt was discharged home 2 days later on plavix and asa. The pt was scheduled to be readmitted for stenting of the rca in 1 month. The pt returned 11 days later (6 weeks post implant procedure) and had two cypher stents deployed in the rca with slow reflow in the distal vessel at the end of procedure. Widely patent stent noted in the lmca. Residual stenosis in the rca was 30%. Subsequently, the pt developed hypotension requiring fluid support. The pt also developed renal failure requiring dialysis and pleural effusion and was transferred to the ccu for aggressive care. The pt was also noted to have sternal wound drainage and antibiotic treatment was started. Despite attempts to support with pressors and medical therapy, the pt had worsening cardiogenic shock and recurrent hypotension. The pt was dnr and the pt's family member requested the pt be treated with comfort measures only. Nine days later, the pt had no measurable blood pressure; however, had spontaneous respiration. The family requested to turn off the pacemaker and soon aftfer the pt was pronounced dead (52 days post enrollment). The discharge summary states the cause of death as multi organ failure primarily due to cardiogenic shock. There was no autopsy performed.